Manufacturer narrative:
Occupation = angiography tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of an unknown inferior vena cava filter, the hub of a gunther tulip vena cava filter retrieval set separated from the sheath after the filter was removed. The procedure was completed by removing the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during retrieval of an unknown inferior vena cava filter, the hub of a gunther tulip vena cava filter retrieval set separated from the sheath after the filter was removed. The procedure was completed by removing the sheath. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use, and manufacturing instructions and a visual inspection of the device were conducted during the investigation. Only the blue retrieval sheath and the separated hub were returned by the user facility. During visual inspection of the returned components, kinks were noted 69mm and 554mm from the tip of the sheath. A dent, likely from a filter leg, was found in the distalmost tip. The flare diameter was within specification. A different hub was mounted to the sheath by the investigators. When pulling with reasonable effort, the hub could not be removed from the sheath. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the manufacturing instructions was conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The device is packaged with instructions for use, which warn that excessive force should not be used to retrieve the filter. The IFU also notes that the filter should be collapsed by the retrieval device before retrieval is performed. Based on the information provided, investigation has concluded that, while a definitive conclusion could not be established, the filter may not have been collapsed prior to completed retrieval, as supported by the dent in the sheath tip. Furthermore, the device may have been subjected to excessive force during filter retrieval, as warned against in the IFU. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.